Event description:
It was reported occlusion alarms occurred. Additionally, it was reported that the pump time was incorrect, cause was unknown. The customer declined to provide additional information regarding the issues. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.